Event description:
Complainant alleged that the e.p. Lab clinicians were performing an "ep" study on a pt, who was presenting a supraventricular tachycardia heart rhythm. The pt was paced for approximately forty-five minutes. During the study the pt required heart rhythm to be converted. The clinicians shocked the pt once at 250 joules. Upon the administration of the shock the clinician observed a spark and smoke, and noticed a burning odor. When the clinicians removed the electrodes from the pt they observed redness on the pt's left chest area, which was diagnosed as first degree burns. The clinicians continued the "ep" study and applied fresh electrodes to the pt. The complainant indicated that there were no add'l problems. The complainant indicated that the pt's burns were treated with silvadene cream. There was no indication of any add'l adverse effect to the pt as a result of the reported malfunction.